Event description:
It was reported that the customer required medical attention in the hospital due to low blood glucose levels, and the customer also experienced high blood glucose levels. The blood glucose reading was 315 mg/dl. The customer stated that she had been raking outside, and she came inside because she felt hot, then drank a soda. She stated that she was wobbling, felt as though she had lost a lot of energy, and did not realize that she had pulled the insulin pump from her stomach. She complained of excess urine as a symptom of high blood glucose. She stated that she treated her high blood glucose levels with the insulin pump. She stated that her insulin had been tampered with. She was unable to complete troubleshooting due to lack of a tubing clamp, which she was advise would be sent. Advised a complete infusion set, reservoir and insulin change. Advised discontinuation of the insulin pump. The most recent blood glucose reading was 158 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.please see medwatch report # 2032227-2014-73157.